Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. Additional information received indicated that the field representative was made aware of the event during recent device replacement but could not provide further information. This left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.